Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator had been programmed to v-cap confirm, ended the session and interrogated device estimate longevity had gone from 5+ years to 1.5 yrs. The patient had left the follow up room and was brought back in. Re-interrogation revealed normal current and normal longevity. Programming changes were made and current remained as expected and longevity was normal. The patient would resume normal follow ups as re-interrogation showed normal measurements. The patient's condition was stable the entire time.

Manufacturer narrative:
Should have been checked for representative and blank for facility.